Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the syringes were attached on the wrong ports. The contrast syringe was attached to the balloon port, while the balloon port was attached to the contrast syringe port. When the physician requested to inject the IV, it was noticed that there was too much pressure on the balloon. The balloon was then deflated and removed from the patient. Reportedly, there was a small amount of blood noted while they were removing the device. The contrast injected in the balloon caused a tear in the bile duct; it is unknown how much contrast was inserted into the balloon, however. A covered metal stent was placed to heal the tear in the bile duct, and the procedure was completed with another extractor pro rx retrieval balloon. It was reported that there was no alleged malfunction or deficiency of the extractor balloon. The patient's condition following the stent placement was reported to be stable. It was noted that the patient was planned to undergo further testing.